Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the suspected device, explantation, and the replacement devices. According to the information received on (B)(6) 2019, the patient experienced left-sided deflation, the serial number of the suspected device is (B)(4), and the patient underwent bilateral removal and replacement with two 800cc mentor smooth round moderate plus profile saline implants ( left: catalog #:3502800, serial #: (B)(4), right: catalog #: 3502800, serial#: (B)(4) on (B)(6) 2019. On 8/29/2019, the suspected medical device was returned for evaluation. On 9/17/2019. The investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During evaluation of the device it appeared intact. Leak testing revealed there was a tear located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 630cc mentor smooth round high profile saline implant, catalog #: 3503630, lot #: 6428572. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a revision breast reconstruction with a 630cc mentor smooth round high profile saline breast implant and experienced post-implant unilateral-deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent unilateral implant removal on (B)(6) 2019. The serial number of the complaint device is either (B)(4), but it is not conclusively known at this point which is the complaint device. If additional information is received in the future, this file will be updated as applicable.